Event description:
A nail, implanted approx 2003, was noted as broken on june 2003. Nail was implanted for a subtrochanteric fracture. The nail broke at the nail-blade junction. Broken nail was removed from the pt in 2003.